Event description:
A peritoneal dialysis (pd) patient's wife reported that the patient had an infection. In a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported the pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained by the outpatient clinic on (B)(6) 2025 presented with no growth in the culture and a wbc count of 849/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip cefepime at 2000 mg (frequencies and durations not reported) to address the infection at home. The patient recovered from this event and remained asymptomatic upon completion of his antibiotic regimen. Though the exact source of infection was unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient utilizes the same liberty select cycler for pd therapy as before the event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for peritoneum infections (1). The root cause of this patient¿s infection cannot be determined; however, there was no indication that the patient¿s infection was due to a deficiency or malfunction of nay fresenius product(s) or device(s) as reported by a medical professional. Though effluent fluid cultures presented no growth, a decrease in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's wife reported that the patient had an infection. In a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported the pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained by the outpatient clinic on (B)(6) 2025 presented with no growth in the culture and a wbc count of 849/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip cefepime at 2000 mg (frequencies and durations not reported) to address the infection at home. The patient recovered from this event and remained asymptomatic upon completion of his antibiotic regimen. Though the exact source of infection was unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient utilizes the same liberty select cycler for pd therapy as before the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.